Event description:
It was reported that during the procedure while the surgeon was reaming, the head twisted loose from the shaft of the humeral reamer (359.108). No harm to patient, or case delay. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that the flexible reamer was returned with reamer head broken off. Reamer head was not returned. The shaft of the flexible reamer has many circular striations near the distal end. On the distal portion of the reamer where the reamer head broke off there is a spiral shaped crack. All measurable dimensions fall within the allowable tolerances specified on the drawing. It is unlikely the device design caused the device to fail in this case. Without the reamer head returned it is impossible to examine it to determine if it may have been out of specification or overused and if that could have led to the device failure. This case is indeterminate from a design standpoint due to a lack of information and the small number of complaints for this part. The manufacturing evaluation showed that the 6.0mm flexible medullary reamer was manufactured by precimed to the synthes source control drawing number 359.106, revision c, released on may 14, 2001. The lot was made to the correct material requirements, and met the hardness and required specifications. The c of c is dated may 25, 2005. The welding between the flexible shaft and the reamer broke due to an unknown cause. The headpiece was not included in the complaint package. Based on the evaluation performed and the unknown cause, this complaint is indeterminate from a manufacturing position.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2011.